Event description:
It was reported that the pt had an inflammatory mass. The medication was removed from the pump and replaced with saline. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).